Manufacturer narrative:
The device was received for evaluation. During functional testing, the device speaker was found to be defective. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the defective rear case speaker port. The rear case will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a defective speaker during an unspecified process step. There was no patient involvement. No additional information is available.